Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump histories indicated that the pump was used after the original complaint date and all histories and black box data has been overwritten. There are no alarms related to the complaint observed in the pump's alarm history. A review of the total daily dose basal delivery shows the pump was delivering accurately up until the last date used by the patient on (B)(4) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that he has been experiencing high blood glucose levels (up to 600mg/dl) for multiple days. The patient reports being positive for ketones and vomiting. The patient has self treated with insulin injections to bring his blood glucose down to 300mg/dl. The patient reports no changes in activity, diet or medication. The patient reports having scattered scar tissue and the current site feels a bit hardened under the infusion set. Follow up with the patient's diabetes educator indicated that the cannula on the infusion sets are bending and causing elevated blood glucose levels. The patient has tried multiple infusion sets and infusion set types. This complaint is being reported due to elevated blood glucose levels with infusion site issues due to scar tissue.